Event description:
It was reported that a patient fell while transferring from a stryker stretcher in which the brakes have broke off. The patient did not loose consciousness and has been held back by the caregivers.

Manufacturer narrative:
This issue was resolved for the customer by replacing the brake assembly components.

Event description:
It was reported that a patient fell while transferring from a stryker stretcher in which the brakes have broke off. The patient did not loose consciousness and has been held back by the caregivers.